Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The sheath was not returned to edwards lifesciences for evaluation.  In addition, no relevant imagery was provided for review.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. During manufacturing, the sheath shaft components were 100% visually inspected for any defects.  During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality.  The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to sheath shaft resistance with delivery system and kinked, bent.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft resistance with delivery system, and sheath shaft kinked bent were unable to be confirmed. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. There was no report of sheath damage or kink during the device preparation indicating that this is unlikely an out-of-box issue. As reported, ¿before sheath insertion, a hematoma was noted on the right side. The surgeon held pressure during perclose and sheath insertion. During both perclose and sheath insertion, a kink was noted on the esheath.¿ if the sheath was inserted at an angle and/or tortuosity was present in the access vessel, the sheath would be more prone to kink after the dilator was removed. However, patient vasculature characteristic was not provided for the evaluation, it was therefore unknown what could have caused the kink during sheath insertion. After sheath kink occurred, ¿the valve was advanced through the strain relief but with resistance as it was getting stuck.¿ upon delivery system insertion through sheath, the sheath ID can be reduced due to the existing kink which subsequently would obstruct the ds advancement pathway preventing it to move further. Additionally, per the device training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ tortuosity and calcification in the vessel can create a challenging advancement pathway and restrict the sheath from proper expansion to allow for the delivery system insertion. Both of which can lead to the increased push force necessary to advance the delivery system through sheath. However, since patient access vessel characteristics were not provided for the evaluation, a definitive root cause was unable to be determined. These patient/procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A corrective/preventative action (CAPA) was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). A product risk assessment has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, before sheath insertion, a hematoma was noted on the right side.  The surgeon held pressure during perclose and sheath insertion. During both perclose and sheath insertion, a kink was noted on the esheath. The valve was advanced through the strain relief but with resistance as it was getting stuck.  A decision was made to remove the entire system to control the bleeding in the groin. A stent was implanted and the vessel was ballooned for 10 minutes to gain hemostasis. After the patient stabilized, the procedure was switched to the left groin and the valve was deployed successfully.  The patient was stable post procedure.